Manufacturer narrative:
The customer received a replacement device. This device was scrapped. The device was not evaluated by stryker. The cause of the reported issue could not be determined.

Event description:
The distributor contacted stryker to report that their device powered off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter's phone number is (B)(6).

Event description:
The distributor contacted stryker to report that their device powered off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.